Event description:
Caller reported damage to pump housing surrounding the usb port, which impacted charging ability. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.